Event description:
It was reported that the patient presented for device check. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode with no high voltage therapy. Multiple attempts at interrogating the device were unsuccessful. No device intervention was performed but device replacement was discussed. The patient was given a life vest. Patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2018. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device was tested on the bench and it was noted that the device not be brought out of reset. The cause of the bvvi was determined to be due to a u1 integrated chip failure.